Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) detected a shorted lead condition and displayed several fault codes. Additionally, the patient indicated that no recent therapy had been delivered. The stored electrograms were also unable to be viewed.